Event description:
The manufacturer received an allegation that a device failed a system leak verification test. The device has not been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported "the manufacturer recieved an allegation that a device failed a system leak verification test." Laboratory investigation evaluated multiple returned components. The dual limb cup (accessory component) was tested and passed leak verification; the alleged failure was not confirmed. The oxygen input quick connect (accessory component) was found physically damaged and returned in pieces, and this damage was confirmed; the damage is suspected to have caused the leak test failure. Tubing was noted to fail leak verification only if physically damaged or contaminated; no further root cause investigation was performed. The outlet side panel was noted to have physical damage that could not be further investigated. The returned components were scrapped. The investigation did not identify a confirmed malfunction of the core ventilator system. Evaluation activities are complete.